Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/1.5/107 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens was replaced vertically with a same length lens due to excessive vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).